Event description:
Patient reported an infected insulin infusion site (with pus, irritation, and blood in infusion set tubing), and a bent infusion set cannula. Patient alleged that this incident caused pt to have blood glucose levels (in the 400's [mg/dl]). Patient received no treatment for infection.

Event description:
Response: a review of customer complaints indicates that similar reports have been received. The reports are currently under investigation, but the frequency is consistent with historical records. In the case of this particular event, the pt admitted that he sometimes uses the infusion set longer than is recommended in the labeling; reference attached follow-up medwatch form for additional info.